Event description:
A distributor in (B)(6) reported that an mr290v vented autofeed humidification chamber was broken, including the water feedset tube. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Corrected data: lot number and manufacturing date were corrected from 1306270301 (06/27/2013) to 1306260306 (06/26/2013). Manufacturer narrative: method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). The chamber dome also sustained three vertical cracks, starting from the chamber ports. There were also stress marks on the dome, around the chamber ports and the baffle. A lot check revealed no other complaints of this nature for lot number 130626. Conclusion: the feedset damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. The cracks and stress marks on the chamber dome are most likely due to impact. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. These suggest that the damages occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported that an mr290v vented autofeed humidification chamber was broken, including the water feedset tube. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.